Manufacturer narrative:
Section d.10: the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. In addition, tool damage was noted on the top and bottom covers, as well as a missing electrode ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed ripples to the antenna and broken wires in the fantail. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed sixteen damaged electrode wires caused by fatigue. The photographic imaging inspection revealed broken electrode wires in the fantail region. It is believed that these breaks caused the loss of sound output. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted.